Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was evaluated in the hospital after suffering a fall. The cardiac resynchronization therapy pacemaker (crt-p) was interrogated and the left ventricular (lv) pace impedance measurements were found to be greater than 2,500 ohms in the lv tip to lv ring configuration. The previous measurement from back in november was 454 ohms. The thresholds had increased from 1.0 volts to 1.8 volts. The lv configuration was changed to lv tip to rv ring and had an impedance measurement of 494 ohms and the threshold was 0.8 volts. No further complications or actions were performed. This product remains in-service.